Event description:
It was reported that during treatment with continuous renal replacement therapy (crrt) using a prismaflex st100 set c, an external blood leak was observed. The leak originated from the connection between return blood line and the catheter as it is reported that ¿caliber of the filter and the matching tube connected to the arteriovenous port of the venous catheter did not match, and blood oozed continuously¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
D4: lot #: the lot number provided by the customer is not a valid baxter lot number for the product code 107636. The lot number was updated to unknown. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed at the connection of the return luer connector of the set and the patient catheter. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.